Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the healthcare provider (hcp) was unable to aspirate the catheter during a dye study on the date of this report. It was noted, the cause of the issue was undetermined and the issue was unresolved. There was no alleged product issue with the pump. It was further reported, the dye study was ordered because, the patient reported withdrawal symptoms. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was also reported underdose symptoms occurred. The pump was being used to deliver lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.